Event description:
The dental implant fx4810mlc was removed on (B)(6) 2020 due to failure to osseointegrate 4 months and 7 days after implantation. The patient has no significant medical history. The patient required bone augmentation for the operation. The doctor noted local infection and pain during explantation. The patient has recovered without complications.